Event description:
It was observed during the device evaluation that the ultrasound gastrovideoscope exhibited a damaged acoustic lens and a damaged instrument channel. Foreign material was also found in the distal end, the nozzle, and the forceps elevator and the corroded transducer. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the foreign material in the distal end, the nozzle, and the forceps elevator is cause not established and the most probable cause of the damaged acoustic lens and a damaged instrument channel is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.